Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) analyzed the system log file remotely and identified the power on self test (post) of the flat detector (fd) controller had failed. The rse worked with the hospital biomed and identified the led 2 on the flat detector controller system interface board (fdcsib) was red. A philips field service engineer (fse) inspected the system on-site and verified that power was being supplied to the fdcsib, however, the unit was not recognized. To resolve the issue, the fse replaced the fdcsib. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.